Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope produced a snowy image. It is unknown when the issue was found, and no procedural information has been provided at this time. There were no reports of delays or patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Updated fields: d8, d9, h2, h3, h4, h6, h11. Corrected fields: d4, g4. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to connector - plug unit - connection. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.